Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the silver collet within the polyaxial head is misaligned, which prevented rod from seating into the head, a new same like screw was placed in. The type of surgery was l4-s1 tlif, no patient harm.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Four minute delay reported due to event.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the collet rotation inside the body could manifest by the head not being ¿free and mobile after being inserted¿, and non-use or improper use of polyaxial head alignment tool per the matrix technique guide. Since l3 (locking slot) cannot be measured because is assembled and collet is rotated from functional position and note 1 (function test), ref. (B)(4), could not be performed because of damage, complaint is confirmed, but unconfirmed from a manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: mnh, mni, kwq, kwp. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.